Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that an avs anchor c screw was placed, "mainly in the disc space as opposed to in bone." Imaging confirms that the screw is not fixated into the vertebral body. The surgeon was unable to remove the screw and the device has been left in place.

Event description:
It was reported that an avs anchor c screw was placed, "mainly in the disc space as opposed to in bone." Imaging confirms that the screw is not fixated into the vertebral body. The surgeon was unable to remove the screw and the device has been left in place.

Manufacturer narrative:
Device remains implanted.